Event description:
During an internal investigation of aortic cutter on a porcine aorta, it was identified that the needle penetrated but no hole was made. Just slight scoring was observed. There was no patient involvement. This report is submitted because the failure, will not cut, is a reportable malfunction.